Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the right atrial lead was observed during follow-up in clinic. Noise was reproducible with isometrics. Lead insulation abrasion was suspected. Device was reprogrammed. Patient¿s condition was asymptomatic and stable throughout the event.